Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to a defective u13 cmos flash microcontroller on the charger bedside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The patient received a replacement battery charger/modem.

Event description:
The daughter of a (B)(6) male patient called zoll customer support to report that the patient's battery charger was not charging his batteries. The patient was issued a replacement battery charger/modem.